Event description:
1st disposable 5mm suturing device misfired, would not allow needle to go through tissue. 2nd device was opened - identical issue was encountered. 3rd device was opened and functioned as intended. No patient harm.